Event description:
Patient 1 of 3: it was reported to baxter med info that three (3) patients experienced severe complications due to excessive platelet activation in the past 2 years during a posterior spinal fusion surgery in which floseal was used. No further information provided.

Manufacturer narrative:
(B)(4). Due to the lack of information, the case is not currently assessable and this case is being conservatively reported. Baxter is currently in the process of following up with the reporter for additional information. A follow up report will be submitted upon receipt and evaluation of additional information.

Event description:
Additional information obtained from the customer: patient #1 underwent posterior spinal fusion for correction of scoliosis in 2011. During the initial surgical procedure the patient became hemodynamically unstable after floseal was used in multiple pedicle screw holes. Floseal was not used according the IFU. The thrombin component was not added and the gelatin matrix was moistened with sodium chloride alone. Each screw hole was drilled, the flowable gelatin/sodium chloride was ejected immediately into the hole and the pedicle screw inserted all in rapid succession. Between 100 ¿ 150mls of gelatin/sodium chloride was used and none was irrigated out of the wound. The patient was put on norepinephrine, the surgery was aborted, the patient was closed and taken to the ICU. Forty-eight hours later, the patient returned to the o.r. For completion of the surgery. The patient again became increasing unstable and was not able to be resuscitated. Evaluation of the course of anesthesia, vital parameters and lab tests through the reporting anesthesiologist has determined a sudden and considerable decrease in the platelet count, suggesting a massive platelet activation. Also decrease of the wbc and reduction of the lymphocyte rates in the blood cell count are suggestive for a massive hematologic response, following the application of the saline solution - gelatin granules mixture. The reconstitution and application of floseal in the orthopedic department of the reporting hospital is not following the IFU recommendation. The floseal is not reconstituted as recommended in the IFU with the human thrombin component (surgeon fears that thrombin may induce thromboembolism), but with saline solution. The saline impregnated gelatine granules mixture is used mainly for controling bleeding from the burr holes with intrapedicular application of the saline/gelatin matrix to decrease blood loss during pedicle screw insertion. Considerable volumes of the saline impregnated gelatin granules are applied into the bleeding chanel of the pedicular screw burr hole. The product is not irrigated or aspirated, and immediately after the pedicle screw is inserted in the chanel containing the previously applied gelatin matrix. This usually happens at a considerable speed for 30 to 40 screws. Dr. (B)(6) is aware that the method of floseal application is against our instructions for use and has expressed interest in supporting us in communications with the surgeon.

Manufacturer narrative:
(B)(4). Additional case information was received and the case was re-assessed and re-evaluated. Baxter medical assessment summary: this is one of three patients that have developed a massive, severe hematologic response in a close temporal relationship with the use of floseal during extensive spine deformity (scoliosis) surgery. The reports originate from the head anesthesiologist of the respective orthopedic surgery department. All three serious adverse events show three key common elements: a severe hematologic reaction in close temporal relationship with the intrapedicular application of gelatin granules with massive impact on the vital functions during the surgical procedure, requiring massive resuscitation measures and premature interruption of surgery. Reoccurrence of symptoms and lab parameter deterioration during and after second surgical procedure following the use of the gelatin granules from the floseal kit (without the thrombin component) and after surgery (rechallenge) with a severe decrease of the platelets, wbc and lymphocyte in the post application blood cell counts. Floseal is incorrectly reconstituted and application is not compliant with the recommendations of the instructions for use (IFU). Such occurrences can be avoided by using the gelatin granules as recommended and only in conjunction with the thrombin component of the product, and under the premises of not compressing the applied hemostatic matrix into the highly vascularized intrapedicular spongiosa of the vertebrae with the pedicle screw. In addition, after achieved hemostasis, the excess floseal (material not reacted with the blood clot) requires meticulous irrigation and aspiration, before placing the pedicle screws. In the special setting of intrapedicular bone hemostasis, irrigation of floseal excess is also of major importance to prevent any unnecessary foreign material at the interface between the metal implant and the bone surface, since this may negatively interfere with the osteointegration of the pedicle screws and later loosening of the implants [1-4]. The pathomechanism of these events is yet not well understood, but based on the existing product and clinical knowledge the gelatin granules, not being coated with the thrombin that is reactive with the patient¿s fibrinogen, potentially lead to an increased level of platelet activation at the level of the vertebral bone marrow. This probably occurs due to the presence of large amounts of non-irrigated gelatin granules that are forced into the pedicular spongiosa due to the insertion of the pedicle screws. This effect is potentially augmented by the absence of the thrombin component of floseal, which catalyzes the clot formation and reacts much faster with the patients fibrinogen as compared to the gelatin induced platelet activation. What ultimately leads to the severe hematologic reactions and the massive alterations of the vital functions of the patient under these incorrect circumstances of use are probably extremely increased levels of serotonin and thromboxane a2, resulting from the platelet activation, with consecutive increase of the intrapulmonary vascular pressure. This assumption is supported by the fact that resuscitation with norepinephrine, ketorolac and ondansetron proved successful in the two survivors of this reported complication [5]. The reported serious adverse event is associated with a chain of user errors (incorrect reconstitution and application steps) during the intraoperative use of floseal. Documented retraining with special emphasis on correct floseal reconstitution (with thrombin and not saline solution) as well as review of the correct, recommended steps of product application is required. References: armstrong, j. K., han, b., kuwahara, k., yang, z., magyar, c. E., dry, s. M., et al. (2010). The effect of three hemostatic agents on early bone healing in an animal model. Bmc surgery, 10(1), 37. Ereth, m. H., schaff, m., ericson, e. F., wetjen, n. M., nuttall, g. A., & oliver, w. C. (2008a). Comparative safety and efficacy of topical hemostatic agents in a rat neurosurgical model. Neurosurgery, 63(4 suppl 2), 369¿72; discussion 372. Ereth, m., sibonga, j., oliver, w., nuttall, g., henderson, j., & dekutoski, m. (2008b). Microporous polysaccharide hemispheres do not inhibit bone healing compared to bone wax or microfibrillar collagen. Orthopedics, 31(3), 222. Schonauer, c., tessitore, e., barbagallo, g., albanese, v., & moraci, a. (2004). The use of local agents: bone wax, gelatin, collagen, oxidized cellulose. European spine journal, 13(s01), s89¿s96. Smulders, y. M. (2000). Pathophysiology and treatment of haemodynamic instability in acute pulmonary embolism: the pivotal role of pulmonary vasoconstriction. Cardiovascular research, 48(1), 23¿33. Baxter (B)(4) completed the investigation. No sample or lot number was provided therefore sample evaluation and batch review could not be performed. The product instructions for-use has been reviewed and it was found to be accurate and sufficient. No trend was identified. Per hayward, no further investigation is required. Baxter¿s medical director contacted the operating surgeon (dr. (B)(6)) and reviewed the results of the clinical investigation, the appropriate use of floseal, and the recommended application technique per the IFU. Based on the final follow-up with the customer site, no customer closure letter is necessary. The case will be kept on file for trending purposes.